Manufacturer narrative:
This report is a response to uf report # (B)(4) which was received by amt on 09/06/2022. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The device wasn't opened or used, as it was returned to amt for examination still sealed. Amt confirmed through the examination of the returned device that a hair was partially wrapped around the button of the device. A device history review was completed for the reported lot number and no anomalies were found and there have been no other complaint reports from this same batch. It is believed that the hair was hidden under a component in the tray during the multiple qc inspections of the product prior to shipment, and moved into a visible area of the tray during shipment. Production and warehouse staff have been notified accordingly of the hair to ensure repeat occurrence is avoided. The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report.

Event description:
Per the original reporter in uf/importer report #: (B)(4), " a sterile package with a 14fr x 1.7cm mini one(r) balloon button (boxed kit - isosaf) low profile feeding device that was unopened was found to have a hair that was wrapped around the button portion in the kit."